Manufacturer narrative:
The lead was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a few days after the implant procedure, the patient developed temporary paralysis in the legs. The patient was hospitalized and subsequently the physician explanted only the lead. During explant the physician found an epidural hematoma. The patient was doing physical therapy and regaining movement in the legs. Follow-up indicated that the patient was discharged home and is able to walk with a walker.